Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a blower stalled error occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a blower stalled error occurred. The remote service engineer (rse) and customer performed a troubleshoot together. The customer stated they replaced the blower but still received the same error. The rse informed the customer that the customer should replace the motor controller (mc) printed circuit board assembly (pcba) next. The rse provided the customer with the part number of the mc pcba. The investigation is ongoing.